Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgical procedure of sternum closure with sternum plates material. During the surgery, a straight plate bent with the respective bent protector screws. When these are removed, one of them remains on the plate since its cruciform edges were closed and it was not possible to extract it with the screwdriver. One screw is left implanted. There were no patient and procedure were reported. Concomitant device reported: unknown screwdriver (part # unknown, lot # unknown, quantity 1) this complaint involves three (3) devices. This report is for (1) unk - screws: titanium sternal fixation system this report is 1 of 2 for (B)(4).

Manufacturer narrative:
Product complaint (B)(4). This report is for an unk - screws: titanium sternal fixation system/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.